Event description:
Diagnosed with ketoacidosis secondary to pump malfunction, week of (B)(6) 2011. Four - five medical appointments during (B)(6) with endocrinologist and pcp, diabetic educator. Last appointment (B)(6) 2010. Dates of use: 2008 - 2011, time of death. Diagnosis: type 1 diabetes.

Event description:
Add'l info received from reporter (B)(6) 2011: (B)(6) hospital, (B)(6). I wasn't sure if FDA has received this information yet and if it needed to be part of the reporting and investigation. Hospital medical record indicates that upon patients admittance to emergency room "her insulin pump was not functioning well". "Abg shows metabolic acidosis. Her insulin pump states "motor error". Unsure whether it functioning properly or not." Assessment - "probable insulin pump dysfunction" (B)(6) 2010. Physician clinic appointment subjective summary states: "presents today for follow-up of recent hospitalization for dka. On (B)(6), 2010 when her pump malfunctioned and stopped delivering insulin." (B)(6) 2010. (B)(6) examiner findings after analysis supports "insulin pump (malfunction) failure" as cause... Dates of use: 2008 to time of death. Diagnosis or reason for use: ketoacidosis secondary to insulin pump malfunction; type-I diabetes.